Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: there are only 8 raytec sponges inside the package that should contain 10 sponges.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 18a123162 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the DHR and the sterilization documents undergo further review prior to release. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. A CAPA is currently open to investigate and address the reported issue. A quality alert was also provided to personnel to heighten awareness of the reported complaint. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(6).